Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) tubing was found ruptured when removing it from the packaging. The following information was provided by the initial reporter: "pharmacist discovered defect on the tubing after taking our from package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) tubing was found ruptured when removing it from the packaging. The following information was provided by the initial reporter: "pharmacist discovered defect on the tubing after taking our from package."

Event description:
It was reported that the bd phaseal¿ secondary set (c62) tubing was found ruptured when removing it from the packaging. The following information was provided by the initial reporter: "pharmacist discovered defect on the tubing after taking our from package."

Manufacturer narrative:
H6: investigation summary video and two photos were provided to our quality team for investigation. Upon visual inspection, the photo indicates a damaged tubing. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12131, all product was manufactured according to specification. Product undergoes inspections throughout manufacturing according to procedure. Possible root cause is an incorrectly place of device in the mold cavity, causing the tubing to get caught by the machine. Project will be initiated to include an artificial vision system to detect, at least, trapped tubes and empty blister packs to reduce this failure in our products.